Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pt was sedated during the implantation on (B)(6) 2013. When the physician performed the induction procedure (shock on, all parameters ok), the ICD would never pace or deliver t-wave shock. The real time egm markers were properly displayed and the status of the ICD was "waiting." The top of the screen displayed the message "markers" instead of "t-wave shock" as expected. Several attempts were performed but failed. The programmer was re-started twice. The physician moved the programming head several times. Finally, the physician decided to cancel the induction procedure. An explanation is requested.